Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved openings, fold creases, wear abrasion. A leak test was performed and were found three openings. A microscopic analysis identified: a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening and two curved striated openings on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A smooth crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation reported was deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.